Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a heart attack, headaches, sinus issues, nasal/throat irritation or soreness, and ringing ears while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, sinus issues, ringing ears, nasal/throat irritation, and had a heart attack. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust/dirt contamination present on all surfaces of the base unit and air inlet where the filter would be and at the iso port entrance. The device did not return with an sd card or filter. The manufacturer visually inspected the device internally and found debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The manufacturer was used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symptoms specified.